Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on the radius, wear/abrasion, a crease fold and red particles on the inner surface of the device. A leak test and microscopic analysis was performed which identified a smooth crease opening on the radius. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the radius assessed as a fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Additionally, a healthcare professional also reported a left side deflation. The device remains implanted.